Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the set screw in the atrial connector port of the implantable pulse generator (ipg) was found to be broken during the implant procedure. The ipg was not used and a replacement was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.